Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an auriga xl was used in a spyglass cholangioscopy procedure to treat a stone in the common bile duct performed on (B)(6) 2022. During the procedure, after setting the energy and frequency, and the device is ready to fire, there is no evidence of firing on the stone in the common bile duct. The procedure was not completed due to the event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.